Event description:
It was reported that an unspecified set leaked from small crack/hole in tubing. The process step was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.